Event description:
Olympus medical systems corp (omsc) was informed that during ebus-gs (endobronchial ultrasonography with a guide sheath) by using guiding device (cc-6dr-1), the doctor noticed that the radiopaque tip of the subject device fallen into the pt. He could remove it from the pt. There was no pt injury regarding this report.

Manufacturer narrative:
The subject device was not returned to omsc for investigation since the device was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined. The device instruction manual has warned users that "do not force the instrument if resistance to insertion is encountered. Reduce the angulation until the instrument passes smoothly. Forcing the instrument could cause pt injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope instrument and/or guide sheath". This report is being submitted as a medical device report in an abundance of caution. Please cross ref.# 8010047-2014-00443.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. Bf-1t260 which was used with the subject device was returned to olympus medical systems corp. (Omsc). There was a deformation on the distal end of the instrument channel outlet. Omsc conducted a duplication test of the phenomenon with the use of the bf-1t260. As a result, omsc confirmed that the radiopaque tip was stuck in the deformation part of the instrument channel outlet and fallen off while the guide sheath was withdrawn from the scope. Based on the duplication test, using the scope with the deformed instrument channel outlet could not be ruled out as a contributory factor of the falling of the radiopaque tip.